Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had blood glucose of 552 mg/dl/ asymptomatic. During troubleshooting, customer support found that the bolus type (normal, extended, combo) had been incorrectly programmed. Customer support also noted the following diabetes management issues and referred the patient to an hcp: change in physical activity level without adjustments to insulin regimen, bolus with delayed eating and failure to bolus. Cs found no potential causes of perceived inaccurate delivery and attributed the bg excursion to training/misuse. Patient received no unusual treatment and remains on the pump. This complaint is being reported as the patient experienced hyperglycemia subsequent to user error.